Event description:
An authorized third party service provider (asp) contacted ventec to report that the device needed evaluation. During the device's evaluation, ventec observed that it alarmed for "system fault 13" while connected to fio2 (fraction of inspired oxygen). This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of system fault (sf) 13 (while in use with o2) was confirmed. Ventec observed that the metering valve cable was not properly seated to the control board which resulted in the sf13 alarm. Ventec properly seated the metering valve cable to the control board which resolved the reported issue. Proper device operation was confirmed through functional and performance testing. Ventec's investigation determined that it's reasonable to conclude that the likely cause of the reported issue was user error due to incomplete assembly performed by the authorized third party service provider.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reported issue of a failure with the device's oxygen delivery that could cause or contribute to an adverse event was incorrect. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.